Manufacturer narrative:
One 72201494 ultra-fast-fix ab assembly-curved needle device used for treatment, was returned for evaluation. This product has no automatic deployment mechanism with no true deployment. This style device is controlled by the user¿s manual actions to physically advance, position and deliberately strip each anchor off the needle individually. Neither anchor or suture was returned. The outer protective blue split cannula was not returned. The depth limiter was attached and was trimmed just shy of the green-blue inner sheath end. The delivery needle tip was slightly twisted. The actuator lever manually and freely advanced forward and retracted backward. No mechanical issue was observed. Per instructions for use: ¿a snap or click will be heard when the trigger is fully advanced, ensuring that the implant is fully seated at the end of the needle. Do not bend delivery needle. Do not use sharp instruments to manage or control the suture. It is normal to encounter resistance prior to achieving the ready position.¿ no root cause related to the manufacture of the device was confirmed. Complaint history review indicated no similar allegations for the lot number reported. DHR/batch/lot review did not indicate a condition or product, procedure failure that supported the allegation. Product met specifications upon release to distribution. No further investigation is warranted at this time.

Event description:
It was reported that during the meniscus repair surgery t2 was not secured. No significant delay and a back up was available to complete the procedure. No patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.